Manufacturer narrative:
(B)(4). The sample was available for evaluation and upon its receipt, a device analysis will be performed. A batch review was conducted for potentially associated lot numbers h13e23071 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a cassette that had a tear in the overpouch when it was taken out of the box. The tear was observed prior to use. There was no patient involvement, injury, medical intervention, or adverse event associated with the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.